Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 137 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. Unable to confirm the needle complaint due to the product being returned with no needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.